Event description:
It was reported the patient's pain was not being covered by the scs system. Consequently, surgical intervention was taken, during the procedure the current scs lead showed high impedance on multiple contacts. The physician decided to replace the patient's scs lead with a different model lead. Stimulation therapy was turned on and the patient was reportedly well postoperatively.